Manufacturer narrative:
Other applicable components are: product ID 39286-65 lot# serial# (B)(4) implanted: (B)(6) 2009. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and manufacturer representative reported that the patient had a loss of therapy and their pain started prior to 3 years ago. The patient contacted their manufacturing representative (rep) in (B)(6) 2014 and had their implant checked. After checking the implant, the rep stated that the patient¿s wires are ¿missing in the back stimulator.¿ the patient thought they would be alright, but their pain has been getting worse for the last couple of years. The patient noted they keep their implantable neurostimulator (ins) fully charged, but it has not helped their pain in a long time. The patient did not have a pain managing physician, thus a physician listing was sent to them. The patient was implanted for degenerative disc disease/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.